Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7356274. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our investigation of the sample provided to our facility was able to identify damaged threading that lead to the observed leakage. The most likely root cause for this event is the misthreading of the components during the automated assembly process.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system there was leakage between the q-syte connector and the luer connector in the priming. When the q-syte connector was tightened by force it still leaked. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the nurse noticed that there was leakage between the q-syte connector and the luer connector in the priming. The q-syte connector was tightened by force but didn't help.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system there was leakage between the q-syte connector and the luer connector in the priming. When the q-syte connector was tightened by force it still leaked. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the nurse noticed that there was leakage between the q-syte connector and the luer connector in the priming. The q-syte connector was tightened by force but didn't help.